Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, that her blood glucose was at 434 mg/dl. Troubleshooting was performed for high blood glucose and no anomalies were noted on the insulin pump. No air bubbles or leaks were noted. Customer declined to check the settings on the device. The high pressure test was not performed as the customer didn't have a tubing clamp and was advised to call back once received. The customer is not returning the device for analysis.